Event description:
It was reported that during preparation/ prior to procedure of flx pro procedure, a versacross access solution was selected for use. It was noticed that the tip of the dilator was damaged. The issue was noted before inserting into the body where the tip piece appeared frayed. There were no patient complications. The procedure was completed successfully using alternative device.